Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the provided imaging; however, the cause of the event could not be conclusively determined. Lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy and earlier post-implant cts were not available for comparison. Angiograms, including endoleak interrogation, could have facilitated a more comprehensive determination of the endoleak source and cause. Type ia and ib endoleaks seem unlikely, given the adequate proximal and distal seals appeared adequate. A type iiia junctional endoleak also appears less likely due to sufficient component overlap. The endoleak appears most likely to be a type iiib fabric endoleak. Fabric wear due to external abrasion from adjacent calcification abrading the main body stent graft is a potential root cause. Potential changes in aneurysm morphology during implant duration may have exacerbated the fabric abrasion wear. A concomitant type ii endoleak may also be present, given the presence of patent lumbar arteries. B5; additional information received : it was confirmed intervention was performed at another facility where two etew2020c82e limbs were implanted to treat the iiib endoleak. It was confirmed the type iii endoleak resolved with the intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a evar procedure was performed to treat a 60mm aaa . During follow-up a type iii endoleak was noted in the endurant ii bifurcate. Per the physician the cause of the endoleak is anatomy and a possible device issue at the flow divider.

Manufacturer narrative:
B5; additional information received:the endoleak was confirmed to be a type iiib endoleak at the flow divider of the main body. Per the physician, the cause of the event was neck degeneration with device failure. No intervention has been performed at this time as the patient is seeking a second opinion on the treatment at another facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.